Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversations with a user facility representative. (B)(4). On (B)(4) 2012 a replacement main board was sent to the user facility to repair the device. The alleged faulty main board was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative on (B)(4) 2012. ¿[name removed] called. He said that the speaker on this unit is not working. He said it was noticed while doing a pre use check out. No patient involvement. He would like to order the man pcb and replace it since the speakers is on it.¿ the following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with use facility representative on (B)(4) 2012. ¿[name removed] called back and he said replacing the main board fixed the issue with the alarm.¿